Event description:
A (B)(6) male pt's wife contacted zoll customer support for an unrelated issue. During servicing, a reportable event was discovered. The pt's monitor would not recognize a belt and would not baseline.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor did not recognize an electrode belt and displayed code 204. Upon eval, the inverting charge pump (u612) was shorted. In addition, there was no communication between the high-speed can transceiver (u409) and the can controller (u413), as pin 4 of component u409 was found shorted to ground. The cause for the code 204 and the inability to recognize a belt are shorted components u612, u409 and u413. The root cause for the shorted components cannot be positively determined. Also, the monitor would not baseline. Upon eval, semi-conductors q12, q13, q16 and q17 were also shorted. The cause of the inability to baseline is the shorted semi-conductors. The root cause of the shorted semi-conductors cannot be positively determined. No adverse event resulted from the shorted components. The pt received a replacement monitor.